Event description:
High lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. The pt underwent vns therapy system replacement surgery.